Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20jun2023. H6: investigation summary: two syringe samples and photos received by our quality team for investigation. Upon visual evaluation, it was observed the stopper was separated from the plunger. A device history review was performed for lot 2301098, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd luer-lok¿ syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: they were using 50 ml in nicu on syringe pump. While refilling drug after 96 hours stopper detached from plunger, picture attached for your refrence.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter: they were using 50 ml in nicu on syringe pump. While refilling drug after 96 hours stopper detached from plunger, picture attached for your refrence.